Event description:
It was reported that cartridge alarm 20 occurred and that caller had also experienced cartridge alarms with consecutive cartridges on same pump. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support confirmed replacement pump and addressed customer interest in an out-of-warranty loaner pump, while no additional information was received regarding any further outcome.